Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the client conducts PICC. When the catheter is inserted, after the puncture needle punctures the blood vessel, the blood return is seen, and then the guidewire is delivered, the skin is expanded, and the catheter sheath is sheathed, but it is found that the front end of the catheter sheath is slightly damaged, and I didn't care about it at first, but I tried to send it and found that there was resistance, and I suspected that the catheter sheath was a problem, so I didn't dare to send it again, and after withdrawing, the new catheter sheath was replaced and successfully sent into the blood vessel, and the catheter placement was completed, which did not cause serious damage to the patient.

Event description:
It was reported the client conducts PICC. When the catheter is inserted, after the puncture needle punctures the blood vessel, the blood return is seen, and then the guidewire is delivered, the skin is expanded, and the catheter sheath is sheathed, but it is found that the front end of the catheter sheath is slightly damaged, and I didn't care about it at first, but I tried to send it and found that there was resistance, and I suspected that the catheter sheath was a problem, so I didn't dare to send it again, and after withdrawing, the new catheter sheath was replaced and successfully sent into the blood vessel, and the catheter placement was completed, which did not cause serious damage to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of sheath damage is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4.5fr microintroducer. Light use residue was observed on the sample. The tip of the sheath exhibited deformation. Microscopic inspection of the peel-apart sheath revealed plastic deformation and a longitudinally aligned split at the distal end of the sheath. The sheath tip deformation and split was consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. Extensive deformation prevented a thorough inspection of the transition. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.